Event description:
See addendum in h10

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. The facility reported, "flow rate is too fast." The biomed indicated that this condition was discovered during patient use with no injury or medical intervention. In 2006, a 3l bag of tpn was hung at 1819. The bag of tpn contained: 8.5% amino acids with electrolytes 500 ml/l, 60 meq sodium acetate , 5 units of insulin, 100 mg of pyridoxine, 10 ml of multi-vitamin, 1 ml of folic acid, 1 ml of trace element. Channel 2 was programmed to administer the primary infusion of tpn at 125 ml/hr. In 2007 at 0810, the nurse entered the patient's room and found 150-170 cc left in the tpn bag. It is unknown if the tubing was unloaded and loaded back in the pump at any time. Channel 1 was used to infuse 50 ml of albumin at an unknown flow rate. The bag of albumin was hung at 0400 in the same day, the infusion was complete before 0810 when the nurse noticed the reported overinfusion on channel 2. A baxter infusion set was used for these infusions, but the product codes were unknown. No bolus or loading doses were administered on either channel. No other pumps were being used during this incident. It is unknown what volume the pump indicated was left to be infused. As a result of the overinfusion, the physician ordered a repeat of basic metabolic profile at 1355 and the following morning. The nurse manager stated that there was no injury to the patient as a result of the overinfusion. The patient expired about 4 days later. This information was calculated by the nurse manager based on the knowledge that the 3l of tpn was intended to administer over a 24 -hour period.a routine blood drawn conducted at 0545 in 2007 (prior to the incident) provided the following results: glucose: 104; bun: 63; creat: 1.2; total protein: 4.5; calcium: 7.6; sodium: 138; potassium: 4.7; chloride: 116; carbon dioxide: 19. An additional blood draw ordered by the physician as a result of the reported overinfusion was conducted at 1355 in 2007. The results are as follows: glucose: 92; bun: 62; creat:1.2; sodium: 139; potassium 4.3; chloride: 114; carbon dioxide: 16. A repeat blood draw was conducted in the next day at 0500. The results are as follows: glucose:130; bun: 58; creat: 1.1; sodium: 140; potassium: 4.7;chloride: 114; carbon dioxide: 18.